Event description:
It was reported that there was partial image loss.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was partial image loss.

Manufacturer narrative:
Alleged failure: poor quality image output. Confirmed failure: digital board failure - no code available. Probable root cause: cables. Hdmi cables. Connectors. Digital board. Power supply. Filter / fuse. Ac inlet board. Main board. Transition board. Intermittence between transition board and ch connector software. Camera head. Coupler . Problem toggling light source. Connected monitors. Leaking. Poor grounding. No/incorrect communication with light source. Soaking cap disconnection during sterilization. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Cybersecurity attack. Pendulum ch inertial measurement unit (imu). Incident light from surgical scene is reflected by coupler/ch window use error. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.